Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Active anchor information: brand name: evoke active anchor kit. Model: 102996. Catalog: 3043. Lot/batch: 9016723709.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to pain at the evoke closed loop stimulator (cls) implant site and anchor implant site. The patient had been implanted for 7 months and reportedly stopped charging the cls in december due to health issues unrelated to the scs system.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. An elective explant of evoke scs system was performed. The patient requested this due to pain at the cls implant site and anchor implant site. The root cause of the pain cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result."